Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was placed on system and driven. Recognition and engagement test passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Instrument was fully functional. An additional finding not reported was a scratch on the main tube. The distal end of the main tube had a scratch mark showing material removal. The scratch was aligned with the tube. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si cholecystectomy procedure the tips locked shut on the medium-large clip applier instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.